Event description:
Customer report that the doctor had the patient arm on the surface of the i.I. Grid and was inserting a screw when the doctor slipped and drilled the screw into the i.I. Grid. The screw went through the i.I. Grid but did not touch the surface of the i.I. No patient injury was reported.

Manufacturer narrative:
Ii grid.